Manufacturer narrative:
(B)(4).

Event description:
Patient reported a transmitter failed error.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).